Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line which was not reproduced during testing. A review of the event history log found no evidence of air in line alarms. The reported condition was verified through causality as the upstream sensor was found out of specification and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.